Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that an rt340 adult dual heated evaqua breathing circuit failed the leak test on a ventilator. They further reported that a pinhole was found on the expiratory limb. This was found prior to patient use.

Manufacturer narrative:
(B)(4) method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed a hole in the returned expiratory limb approximately 5.5cm from the proximal connector. A lot check did not reveal any other complaints of this nature for lot number 120703. Conclusion: all breathing circuits are visually inspected and pressure tested prior to leaving the production line. Any breathing circuits that fail are rejected. This suggests that the leak developed post production. The identified hole was most likely caused by a scratch or puncture by a blunt object. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by non-fph circuit hangers. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).